Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was loose in the pocket and would flip when the patient moved into various positions. The battery showed 9 years until elective replacement indicator (eri). After performing pocket revision, eri alert was triggered, which was most likely due to electrocautery. The device was successfully restored and reprogrammed. The patient was stable before, during and after the event